Event description:
MFR has been notified of an event that there was air leakage through the cuff after the tracheostomy tube was in use for three days. Unit was pretested per instructions for use. No adverse outcome. Event occurred at the hospital in foreign country.